Event description:
On (B)(6) 2013, high impedance was reported from system diagnostics (7/limit/high). The device was not disabled. The patient was referred for revision. Clinic notes dated (B)(6) 2013 were received. The notes indicated that the patient¿s seizures had improved since vns was placed. It was noted that the vns generator was having functional problems during interrogation. The device output current could not reach the target value, so the vns was determined to be non-functioning. The device was interrogated but not programmed. Settings were provided. The handheld device showed that the actual output current delivered was 1.0 ma. The physician noted that the event may be related to end of life or a problem with the lead. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.